Manufacturer narrative:
UDI (di): (B)(4). Analysis description: no complaint received with return of device. Failure observed during analysis. Final analysis found insulation abrasion exposing the outer coil at 42.0cm to 42.5cm from the connector pin. The abrasion was consistent with constant friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.